Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. The customer provided related lot number: 24085081. A device history record review for material# mz1000-07 and lot# 24085081 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero needleless connector was difficult to disconnect the following information was received by the initial reporter with the following verbatim. It was reported by the customer that nurse was unable to remove the saline lock cap from 76-year-old inpatient's peripherally inserted central catheter (PICC). Nurse was only able to remove the connector by apply opposite force using a kelly clamp and a tourniquet as a grip aid. (Although there was no harm to this patient and cap changes are routine part of line care (in a normal situation this is done every seven days), the issue poses potential damage to the peripherally inserted central catheter (PICC) which could require replacement.) "Sjrh 5as has since stopped using these products although still in use in the hospital."